Event description:
The healthcare professional reported that during an endovascular embolization procedure, a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8470639) was partially released. After about 1/3 of the coil, a 3mm x 6cm orbit galaxy mini complex fill (640cf0306 / 31047856) filled in the aneurysm, the coil was found to be separated into two pieces, while the rest of the coil was moved to the distal end of the parent vessel. The physician used a guidewire (unspecified brand) to capture the coil. It was found that the stent position had migrated. The two separated pieces of the coil, the stent and the 150cm x 5cm prowler select plus microcatheter (606s255x / 31085109) were wrapped together. The physician used an intermediate catheter (unspecified brand) to remove the coil, the stent, and the microcatheter from the patient and switched to competitor devices to complete the procedure. After the procedure, it was reported that the patient suffered from a middle cerebral artery bleed. Surgical drilling and drainage was initially performed and then transferred to a craniotomy due to excessive bleeding.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31085109) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. The entanglement of the stent, coil and microcatheter resulted in "damage" caused to the microcatheter that could not be further clarified, however it was reported the use of the microcatheter was terminated and could not be used after the event. Catheter kinking/damage during clinical use is a known and common occurrence occurring during angiography and is typically related to anatomy, technique, skill, and vessel tortuosity. If the operator encounters kinking or damage during use, they are clinically trained to immediately discontinue manipulations and remove the product. Therefore, the potential for patient injury/death occurring as a result of kinking or bend type damage is remote. However, in this case, the series of events led to a cerebral hemorrhage, which required several additional surgical interventions to preclude patient harm/death. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00893, 3008114965-2023-00894, and 3008114965-2023-00895. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.